Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient noted for six months the reported pump would lose or gain time/days. The patient was able to correct the pump's date/time setting. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). A timekeeping accuracy test revealed that the pump maintained time accurately when the battery was in; however, after the pump was left without power for one hour, the time and date reset to default when powered on. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened and the internal battery (bt1) was found to be leaking.